Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that loss of prime had occurred with the current cartridge that was changed the prior night. The reporter was advised to change cartridge using one from a new box and lot and to contact customer technical support if the loss of primes continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/08/2014 - device evaluation: the cartridge was returned and evaluated by product analysis on 03/20/2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.